Manufacturer narrative:
(B)(4). Additional concomitant medical products: m2a 38mm mod hd std nk, pn 11-173662, ln 231930. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-09634. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure 14 years post-implantation due to pain and pseudotumor. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer .device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found.root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.